Event description:
After a catheterization procedure, a 6f sheath was being discontinued/removed out of the artery and the hub disconnected from the sheath. This should remain intact. No impact to the patient. FDA safety report ID# (B)(4).